Event description:
This event is being conservatively reported. It was reported that while in use on a patient who was being "terminally" weaned from the device, this 980 ventilator continuously a larmed and displayed ¿replace ventilator¿. The device entered into backup ventilation (buv) 8 minutes after the patient expired.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient who was being "terminally" weaned from the device, this 980 ventilator continuously alarmed and displayed ¿replace ventilator¿. The device entered into backup ventilation (buv) 8 minutes after the patient expired. The device was available for evaluation. The service personnel (sp) inspected the ventilator, and found the device had entered into buv from code in the memory. The sp ran the extended self test (est) and returned the unit to normal use. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. With the available information, the cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.